Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device caused a bias current error to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation.no patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device caused a bias current error to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, the reported bias current error could not be duplicated. However, the device was found to have a number of damaged components, including the printed circuit board (flex assembly), which can lead to a bias current error being displayed on the console.